Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented with high pacing threshold measurements and decreased pacing impedance measurements since implant. The patient denies experiencing any adverse effects as a result. A chest x-ray was performed and it did not appear as thought the rv lead had moved; however, the physician suspects a lead issue or a microdislodgement. A revision was performed and this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.